Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, after placement of the rod, it was noted that a piece of the inserter broke off into the patient. The broken piece was able to be removed. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing default was found on the returned instruments which can be responsible of the event. The breakage of the blade is consistent with overload due to repetitive closing of the blade once capturing the spinal rod (in such case, the captured spinal rod induces outward load to the blade).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.